Event description:
The lvad was implanted 2001. In 2002, the pt presented at the hosp complaining that the pump was acting erratically and he was feeling short of breath and light headed. The hosp evaluated the lvad and reported persistent alarming with erratic rates and flows in the auto mode. The pt was also complaining of extreme dyspnea and feeling light headed. The MFR was been working with hosp personnel in troubleshooting this event.